Manufacturer narrative:
The customer's allegation was confirmed. The cable boot was detached from the switch side. No other issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during reprocessing the electrical components on the subject device may or may not be exposed as the customer was unable to see it clearly. No patient involvement.